Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the probable cause of the issue was noted to be due to failure to follow instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope scope cylinder, auxiliary jet channel tube, channel tube, air/water cylinder and air/water tube had foreign objects. It was also noted that an e315 unsupported scope error occurred with no image due to corrosion on the plug unit. There was no patient involvement.